Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the distributor, nsk america corporation, under report number 1422375-2024-00020. The dentist refused to provide information about the patient's weight, ethnicity and race. If nakanishi is made aware of any adverse effects to the patient as a result of the incident, a follow up report will be made.

Event description:
On july 20, 2024, nakanishi became aware of a patient's accidental ingestion of a tip of head and a prophy cup through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: - the event occurred on july 3, 2024. - the dental hygienist was performing a tooth polishing procedure on a patient using the fx57 handpiece (serial no. (B)(6). - during the procedure, the tip of the head of the handpiece along with the prophy cup dislodged in the patient's mouth and was swallowed by the patient. - due to the parts being swallowed the patient was referred to a doctor for chest and abdominal x-rays. The results of the x-ray's indicated that the parts were in the abdomen and not the lungs. - there have been no reports of adverse effects from the patient swallowing the parts, and the patient was expected to have passed the parts through the digestive tract without issue. - follow up imaging was scheduled for the patient to ensure that the parts did pass through the patient's digestive tract without issue but the results of the imaging are unknown at this time.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject fx57 device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted a visual inspection of the returned device and observed that the end cap was missing from the handpiece. C) nakanishi disassembled the device and conducted a visual inspection of the internal parts. Nakanishi observed the following: - the left side of the head was soiled. - the drive shaft, shaft retainer, gears, and dog clutch were soiled and abraded. D) nakanishi took photographs of all the internal parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi considers the possibility from many years of experience and based on the findings in the visual inspection, that the end cap came off due to a combination of strong impact on the device and vibration during cutting. B) nakanishi also considers the possibility from similar event that nakanishi has experienced in the past, the combination of the reduced end cap tightening force together with abnormal vibration, which caused by run-out and/or high-load cutting, could result in the reported end cap loosening/separation. C) misuse by the user led to the above issue, which contributed to the reported event. D) in order to prevent a recurrence of the end cap loosening/separation, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) nakanishi will report the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using the device as instructed in the operation manual.